Event description:
During the review of the product analysis of the prophylactically replaced pulse generator, it was noted that the received data in the diagaccumconumed memory locations revealed that only 24.456% of the battery had been consumed (with a battery voltage of 1.867 volts). The observed low battery voltage is due to the increased current drain consumption when the device is programmed to conditions whereby compliance voltages greater than 10.5v are required. This is believed to be due to the charge consumption counter utilizing peak current delivered to calculate charge, which is not an accurate representation of the actual demand on the battery due to the trickle charge associated with the generator continuously running the boost counter in an attempt to deliver the programmed output current through the high impedance load. This is a known phenomenon. Therefore, the condition is known and well documented in the device design documentation.